Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Concomitant medical product: 6935, implantable tachy lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient was admitted to the hospital due to a systemic infection. During the hospitalization the device and lead were removed and were later replaced. No further patient complications have been reported as a result of this event.